Manufacturer narrative:
(B)(4). Event eval: still under investigation.

Event description:
Information from a study indicates that a (B)(6) male pt underwent evar on (B)(6) 2013. The physician placed zenith endografts including iliac limbs with spiral-z technology. The pt had moderate left iliac disease and calcification with mild left iliac tortuosity. The right had moderate iliac occlusive disease and calcification with no right iliac tortuosity. At the end of the procedure it was noted that there was a proximal type I endoleak that had not been resolved by the end of the procedure. As of (B)(6) 2013, it was noted that both the left and right iliacs had external compression. However, at this time it is unk if any additional devices were placed as it was not provided by the reporter. Additional questions have been asked but information has not yet been provided. Additional information received (B)(6) 2013 from the study indicated that there was a right and left angioplasty performed in the leg/leg extension after the procedure due to external compression on both sides (1820334-2013-00292). There was no external compression observed at the conclusion of the procedure. The type I endoleak was a proximal endoleak (1820334-2013-00293). All zenith devices remain implanted.